Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During interrogation of the device before implant, the following message appeared: "device in stand-by mode do you want to re-initialize? This will take a few minutes". After re-initialisation another message appeared: "auto-implant detection turned to off." On the overview screen, ventricular lead impedance was more than 3000 ohm, with no lead connected. Atrial lead impedance had no value. The battery impedance was 1,53 k-ohm. After closing the program, the device was interrogated again and the same values appeared. The technician decided not to implant the device. Another kora device was successfully implanted.

Manufacturer narrative:
The preliminary analysis revealed that the switch to standby mode was due a memory corruption caused by cross-talk with another device in the vicinity.

Event description:
During interrogation of the device before implant, the following message appeared: "device in stand-by mode do you want to re-initialize? This will take a few minutes". After re-initialisation another message appeared: "auto-implant detection turned to off." On the overview screen, ventricular lead impedance was more than 3000 ohm, with no lead connected. Atrial lead impedance had no value. The battery impedance was 1,53 k-ohm. After closing the program, the device was interrogated again and the same values appeared. The technician decided not to implant the device. Another kora device was successfully implanted.

Manufacturer narrative:
The preliminary analysis revealed that the switch to standby mode was due to crosstalk with other devices that were in proximity of the subject device.

Event description:
During interrogation of the device before implant, the following message appeared: "device in stand-by mode do you want to re-initialize? This will take a few minutes" after re-initialisation another message appeared: "auto-implant detection turned to off." On the overview screen, ventricular lead impedance was more than 3000 ohm, with no lead connected. Atrial lead impedance had no value. The battery impedance was 1,53 k-ohm. After closing the program, the device was interrogated again and the same values appeared. The technician decided not to implant the device. Another kora device was successfully implanted.

Manufacturer narrative:
Please refer of the attached analysis report.

Event description:
During interrogation of the device before implant, the following message appeared: "device in stand-by mode do you want to re-initialize? This will take a few minutes" after re-initialisation another message appeared: "auto-implant detection turned to off." On the overview screen, ventricular lead impedance was more than 3000 ohm, with no lead connected. Atrial lead impedance had no value. The battery impedance was 1,53 k-ohm. After closing the program, the device was interrogated again and the same values appeared. The technician decided not to implant the device. Another kora device was successfully implanted.